Event description:
It was reported that prior to the start of a da vinci-assisted heller myotomy surgical procedure, there was a preventive maintenance message along with error 1100 on the system. The customer power cycled the system and the vision side cart (vsc) breaker, and the message did not occur again. The customer later called back again and stated the system arms all went red and the site lost monitors outside of the vsc. The customer was in the process of undocking. The technical service engineer (tse) walked the customer through power cycling the system and the system powered back on with the da vinci is ready message. The customer stated that the case was converting to laparoscopy. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi has received the core power tray and completed failure analysis. The reported error 1100 could not be reproduced, however the error was confirmed and verified via error logs and system logs. The core power tray assembly (cpta) was installed and tested in final test is4000 system. It was programmed and system started up in normal mode with no failures and no errors. The cpta passed without any errors nor failure after twelve power cycles. This core power tray assembly remained on the system for 4.5 hours in normal mode, with no failure/error reported. The 12v ac/dc output on both power supplies was checked and passed.